Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical examination reveals approximately 3mm of the tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, ductile fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the screwdriver tip broke off while adjusting a screw. No patient complications were reported